Event description:
It was reported that, during a robotic laparoscopic procedure, the arm cart assembly incurred a non-recoverable error. The arm cart assembly was reset four times but the issue continued so the case was continued with three arm carts. There was no patient injury.

Manufacturer narrative:
H2) correction: d1, d10, e (facility name, street 1, street 2, city, region, country, postal code) h3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field. Review of the field service notes indicated that there was a motor control issue, indicating an overcurrent condition or an improper connection between the subsystem robot assembly (sra) and the computational printed circuit board assembly (pcba). The brooming script was executed and reseating of the computational board was done. System verification was completed. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to an arm motor failure. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic procedure, the arm incurred a non-recoverable error. The arm was reset four times but the issue continued so the case was continued with three arms. There was no patient injury.